Event description:
The pt reported that both batteries died in her infusion device without any warning. The pt reported that the batteries were only in her infusion device for 1 week. She stated that at the time this occurred, she was away from home and could not replace the batteries. To compensate, the pt stated that she did not eat all day and only drank water. She reported later in the day, her blood glucose values were in the 400's mg/dl range and she had "very large quantities" of ketones. She was able to reduce her blood glucose the following day by administering boluses. It was discovered that the batteries were expired. The pt replaced the batteries and reported that infusion device is working correctly. No medical attention was required. No product will be returned.

Manufacturer narrative:
Product not returned for eval.